Event description:
Reportedly, during the implantation attempt , when the vega lead was used and inserted into the introducer it was found that the lead stuck on the introducer which caused strain on the lead body. The lead was not implanted and a new one was used.

Event description:
Reportedly, during the implantation attempt , when the vega lead was used and inserted into the introducer it was found that the lead stuck on the introducer which caused strain on the lead body. The lead was not implanted and a new one was used.

Manufacturer narrative:
Summary of the investigation: analysis of the manufacturing record does not present any product rejections during the manufacturing process nor deviations that could result in the reported incident. As the lead was not returned for investigation (discarded), the cause of the reported issue during the implantation attempt could not be determined. No further investigation could be performed. It should be noted that the use of the stylet and lubricating or wetting the lead before inserting it into the introducer can contribute to reduce friction. Based on the provided information a lead issue is not suspected to be related to the reported problem. This case will be retained and utilized for trending purposes. For more details, please refer to the enclosed report analysis